Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "anodal stimulation: an underrecognized cause of nonresponders to cardiac resynchronization therapy." Indian pacing and electrophysiology journal. May 1 2011;11(3):64-72.

Event description:
A journal article was reviewed that contained information regarding this lead. The patient experienced anodal stimulation and "inadequate thresholds." The lead was replaced. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.